Event description:
Physician wrote a note in the ehr and an employee in medical records was able to put the documentation "in error". There was no adverse reaction to the patient. However, this physician checked documentation on her next shift to ensure that the patient was admitted and noted that her documentation was not in the ehr due to the documentation being altered. The patient was admitted without information for hospitalists because the documentation had been put "in error".the purpose of the "in error" function is as follows: it is used to correct a mistake in the medical record. For example, let's say I write a note on patient a, but made a mistake and should have been reporting on patient b. The original document section can be copied and pasted and the documentation on the wrong patient can be put "in error" so that the information is not readily visible, yet is not removed from the electronic medical record. The practitioner who reported this incident is concerned that other authors are able to "in error" the original author's reports without notification. Our medical records department "in error"'s, and copies and pastes documents several times a day to correct note typos, documentation errors, etc. It is felt that it would be unmanageable to rely on the authors to correct the errors in cerner. The document clearly states at the top who made the "in error" and why. When documentation is put "in error", the information is not seen because there is an "in error" filter which blocks the original documentation. However, if the practitioner or person viewing the electronic medical record is aware of the "in error filter", and removes it, then the viewer can see the document exists "in error". The document is not completely removed from the electronic medical record - it is just not readily visible.====================== health professional's impression======================the physician is concerned that original documentation can be put "in error" without consulting the original author of the reports.